Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 17 inch ext set w/.2mf & vlv port experienced defective/damaged tubing, and air bubbles/air in line. The following information was provided by the initial reporter: filter tubing used for tpn administration noted to be flawed and issue allows air to enter the tubing and filter. The product is "bd smartsite low sorbing extension set" ref # 20350e. The specific area noted is the inlet portion of the tubing that enters the filter. The tubing meets at a connection that appears to be glued or melted together, but the seal in multiple sets is malfunctioning and allows air to enter. The air not only can enter this area while priming the line but can be a risk for air entry at any time during the tpn infusion. I have a lot# for a defective bd smartsite low sorbing extension set: ref 20350e, lot# (10)20055520. Nurse tried three different sets, all with same issues as described.